Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the right ventricular lead exhibited high capture thresholds. It was also noted that there was difficulty deploying and retracting the helix and that the injury current was negative. The lead was removed and replaced. The patient tolerated the procedure well and was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicated that the lead was believed to be fractured.